Event description:
Device moved from intended location. We have received additional information that the correct customer number is (B)(6) and the qn has been updated. Hence this updated report.

Event description:
Device moved from intended location.